Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology. The poor image resolution was due to procedural condition. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. It was noted pseudo cleft on anterior leaflet and visualization was difficult due to imaging equipment. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip then became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). The physician stated the pseudo cleft caused the slda. Therefore, a third clip was deployed to stabilize the slda and further reduce mr. Three clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.